Manufacturer narrative:
Additional contact: (B)(6).

Event description:
Information was received indicating that during the insertion attempt of a smiths medical peripheral intravenous catheter(pivc)/jelco safety viavalve catheter into the right antecubital, the nurse noted that the needle tip broke off while withdrawing the needle. It was also reported that a flash of blood was noted as well, subsequently, the nurse withdrew catheter and needle immediately. No further adverse effects were reported.